Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) incomplete the expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a shoulder scope procedure on (B)(6) 2021, it was observed that the vapr tripolar 90 suction electrode device had a broken face plate and a stain at the tip. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that by the sales rep via phone that during a shoulder scope the vapr tripolar90 suction electrode had a stain on the tip. Two devices were received and evaluated. Sings of activation on both devices can be observed. It was observed in one device that the cable and the suction tube were cut. The another device present the cable cutted. Both devices will be sent to supplier for further evaluation. In addition, another seven devices were received without their original packaging, seems to be unused. The devices will be sent to supplier for further evaluation. According with the feedback's supplier regarding with cables and suction tube that are cut, the response was: are not related to the manufacturing process, the cables have likely been cut by the end user. The vapr tripolar 90 suction elect was returned to supplier for evaluation. The supplier conducted visual inspection of devices received by customer. The visual inspection revealed that devices were not returned in the original packaging. Device 1 had the cable and suction tube cut off, device 2 had the plug cut off. Visual appearance comments by the supplier: device 1, the active tip is stained and black marks visible on ceramic edge. The summary of the supplier is: the investigation confirmed that all nine device had some degree of staining/marking on the tips. This included staining from the welding process, mechanical marks, unknown black staining, epotek and an unknown substance. A manufacturing record evaluation was performed for the finished device lot number: u2010060, and no non-conformances were identified. A visual inspection of the returned devices confirmed that all nine device had some degree of staining/marking on the tips as reported by the end user. In an effort to determine root cause and identify any corrective actions a CAPA investigation cr-301608 has been initiated. Potential root causes being investigated as part of this CAPA will be the manufacturing process. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.